Event description:
It was reported that the patient faced three infusion set blockage issue on (B)(6) 2026. Since patient reported the infusion set was not delivering the insulin out of the needle.

Manufacturer narrative:
MDR / initial 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.